Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that the lead was returned with the helix retracted and tissue/blood inside the helix. The tissue was removed with alcohol, and the helix extends and retracts normally.

Event description:
It was reported that during implant the helix of the lead was not able to be extended. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.